Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis eus ultrasound bronchofibervideoscope exhibited error b30. The issue was found during the inspection for use. There was no patient involvement.